Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a screen that would white out and not work. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported screen white out will not work, which was reproduced during evaluation. The cause was determined to be a failing processor. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.